Event description:
During the product analysis of the pt's returned pulse generator following replacement surgery, it was observed that the generator was programmed to settings, which appears to be due to an interrupted system diagnostic test. The info reveals that a faulted system test might have occurred in the operating room or pt's visit in the treating physician's office, which could have changed the device settings. (B)(4) attempts to obtain additional info are in progress.